Event description:
The customer reported that while the unit was in use on a pt the unit displayed a maintenance code #3. The unit continued to function properly. As precautionary measure the pt was switched to another unit and therapy was continued. No pt injury was reported.